Event description:
The patient was reportedly experiencing overly loud sensations. External equipment was exchange; however, this did not resolve the issue. Testing showed that the device is functioning. Surgery to explant the patient's device has been scheduled.